Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1688tc st. Jude lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced a dizzy spell with some muscle twitching which prompted them to present to the clinic. The right ventricular (rv) lead exhibited a gradual increase in threshold and pacing impedance over the last couple of months with the threshold at a high value. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.